Manufacturer narrative:
On 5/22/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral capsular contracture; baker grade unknown, and bilateral breast implant rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with a 400cc mentor memorygel breast implant and was diagnosed with bilateral capsular contracture; baker grade unknown, and bilateral breast implant rupture on (B)(6) 2019. As a result, the devices were explanted, and replaced with natrelle brand devices on (B)(6) 2019. This report is for the patient¿s left-sided device.